Event description:
It was reported that the patient had pain in the pocket which started a little after the first implant. It was noted having it replaced in 2012. See also manufacturer's report # 6000032-2014-00072.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0405876v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: extension. (B)(4).